Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the barcode was not recognizing the medication. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hardware was failed. A technical support specialist solved the issue by followed the knowledge article- proper data sync 2.0 procedure. The system functioned as intended after tss troubleshot the issue.